Manufacturer narrative:
Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event was reviewed by the medtronic mexico manufacturing facility (mmx); the complaint was confirmed for incorrect shelf carton per product analysis. The sample review executed by the design site confirmed the pre-printed artwork on the shelf carton displayed 29mm, while the shelf carton, jar labels, and the patient registration form all accurately read 26mm. In addition, the valve traceability (based on serial number and the DHR) matched the correct valve (26 mm). It was also confirmed that the pre-printed shelf carton box used was incorrect (29 mm). After evaluation this complaint was determined to be a manufacturing related error/segregation. Complaints received from june 2021 through december 2021 for the same failure mode were reviewed and showed no trends. Assessment against the medtronic risk management file document indicated the current risk zone does not exceed the risk zone predicted in the product. Medtronic will continue to monitor through routine post-market processes. Updated data: h6. Eval code result and eval code conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that a 26 millimeter (mm) valve was found inside the packaging for a 29 mm valve. The valve was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in bubble wrap. The device was in an evolut pro+ outer packaging. The outer packaging was assessed. The tear-away seal was received broken. The label on the front of the shelf carton referenced evpr oplus-26us and 26 mm. There are no references to the valve size on the side label of the shelf carton; this is not part of the manufacturing labeling process. The top, back, and side panels of the shelf carton referenced 29mm. The patient registration form was received inside the packaging. The pre-populated section of the implant registration form referenced evproplus-26us and 26mm. The pre-populated section of the patient registration cards referenced 26mm, and the patient registration labels referenced evproplus-26us and 26mm. The safety seal on the jar was received intact. The label on the jar referenced 26 mm. The lid label referenced 26 mm and evproplus-26us. The serial number tag, observed through the clear jar, read d628512. Conclusion: the product has been received and the investigation is ongoing. If information is provided in the future, a supplemental report will be issued.